Event description:
It was reported that the patient had a notable bump with discomfort at the anchor site due to the anchor coming loose; furthermore, it was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to a high impedance issue. To address the issues, the lead and anchor were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.